Manufacturer narrative:
(B)(4)

Event description:
Additional information received later noted that patient was getting 50% of symptom reduction. The cause of the event was determined and was device related. Reprogramming was needed. The patient received several reprogramming sessions without improvement which led up to this compliant. The patient refused to properly use her programmer to adjust her device to the appropriate level. It was reported that patient experienced loss of therapeutic effect and was noted as gradual. No loss of stimulation was noted. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3889-33, lot# va0j0kp, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the therapy ¿wasn¿t really helping¿ the patient. They were experiencing bladder incontinence in (B)(6) 2014 and the device was reprogrammed many times. Stimulation was also turned off and then back on again. It was stated that half of the time ¿it didn¿t work.¿ at one point, stimulation was up to ¿300¿ and it was ¿so powerful¿ the patient could not stand on their foot. It was noted, the implantable neurostimulator was starting to ¿pop out¿ and was moving up towards the skin level. The healthcare provider put ¿something¿ over the top of the surface to help, but it was not working. The night prior to the report, the patient was having severe pain and muscle spasms so they turned stimulation down. Stimulation was felt in their back muscle that ran through their butt. When stimulation was decreased, the spasms stopped. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.